Event description:
During remote follow-up, inadequate anti-tachycardia pacing was observed on the device. The device delivered high voltage therapy appropriately. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.